Event description:
The attorney alleged that the customer had passed away as a result of receiving improper amounts of insulin. The attorney stated that the customer's doctor had prescribed the use of an insulin pump with an infusion set. The attorney further stated that the customer failed to receive correct doses of insulin to manage her diabetic condition. Subsequently, the customer went into diabetic coma and died. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.